Event description:
The MRI machine malfunctioned when the coil broke making un-usable for patient care. Manufacturer response for MRI coil, ge 1.5t gem hnu (per site reporter): field representative to site to replace MRI coil. Field representative took faulty coil with him after replacement.